Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. The customer consumed carbohydrates and juice to address bg. During troubleshooting it was determined that the customer was stacking boluses. Recommendation was made to consult with healthcare provider regarding diabetes management.